Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 15878863, UDI: (B)(4).

Event description:
It was reported that patient spinal cord stimulator lead was explanted for unknown reason.